Manufacturer narrative:
UDI= (B)(4). According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed. Bsc is in the process of investigating this event to understand the root cause and if there was any patient involvement.

Event description:
Bsc was made aware of an event where 12 interject needles were inadvertently released for distribution with a potential perforated sterile barrier.